Event description:
Patient suspected of having constrictive pericarditis requiring hospital admission. Invasive cardiac catheterization performed using philips xper hemodynamic monitoring system. During review of the recorded data, post procedure, the xper system irrevocably erased key portions of the invasive data, preventing analysis and diagnosis. The patient will have to undergo repeat/additional testing, possibly invasive, to obtain diagnosis and direct treatment.